Event description:
Event description guidant received information that this device was checked two weeks ago and the magnet rate indicated replacement time. The device has been implanted over 5 years. Today there is no magnet response and the device can not be interrogated. The caller tried all the standard troubleshooting and still could not interrogate the device.